Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 5 months post procedure the patient had a routine visit to the physician and reported that they were experiencing vision difficulty and stroke-like symptoms. A transesophageal echocardiogram (tee) was performed which showed that there was a device related thrombus. The physician restarted the patient on their anticoagulation medication and they will have a repeat tee in 4-6 weeks. No hospitalization was required for this event and the patient was stable.